Manufacturer narrative:
(B)(4). Actual device returned & evaluated. No failure detected, device operated within specification. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 100-120mg/dl fasting. Verified test strips expire 12/31/2016. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 144mg/dl and 129mg/dl fasting. Reviewed meter memory: 1:208mg/dl (B)(6) 2015 09:25:00 am fasting:yes; 2:173mg/dl (B)(6) 2015 10:48:00 pm fasting:yes; 3:144mg/dl (B)(6) 2015 03:34:00 pm fasting:yes; 4:163mg/dl (B)(6) 2015 02:59:00 pm fasting:yes; 5:166mg/dl (B)(6) 2015 10:24:00 pm fasting:yes. Memory concerns:208 mg/dl and the rest of the results. Customer is comparing two different meters. He ran a test on meter on (B)(6) 2015 at 9:25pm and got result 208mg/dl(fasting) , and on his doctors meter he stated he took a test 20 minutes before and got 115mg/dl. Meter time and date is not set.